Event description:
In '07, a female with a history of renal failure, diabetes and hypertension was implanted with a gore propaten vascular graft in an a-v access procedure. At aproximately 7 months later, the pt presented with an infection and the graft was explanted. Further investigation is pending.

Manufacturer narrative:
Device location unk.